Event description:
A plate was implanted due to a comminuted fracture of the left distal tibia. The patient had a orif plate fixation (zimmer tibial locking plate-14 hole) and removal of the external fixation device. The patient was placed on gradual increase in weight bearing after 4 weeks of non weight bearing. The patient had a non-union at the fracture site. Recently, the plate broke and the patient had to undergo a second orif. The preop diagnosis was that the hardware failed. Therefore, the patient had a revision orif of the tibial shaft fracture with the placement of a plate and screws and an allograft bone graft.